Event description:
It was reported that the patient¿s stimulation felt light, not like their trial, and they wanted assistance to increase stimulation. The patient increased from 4.60v to 5.30v. Since implant yesterday, stimulation was causing the patient pain and discomfort. It was not surgical pain, it was from the stimulation. If the patient turned it down, they couldn¿t feel it. If they did feel it, it was in their butt cheek and not in the bicycle seat region. The patient was supposed to get sensation to alert them to go to the bathroom and they didn¿t feel that. The patient did not know if they should try changing programs or not. The patient felt stimulation in the bicycle seat area and got symptom relief during the trial. The patient was on program 2 and experienced a return of symptoms 8 days after implant, so they changed to program 3. The patient had urinary symptoms and it was a sudden change in symptoms. The patient stopped feeling stimulation when it was time to go to the bathroom and just felt in there butt cheek constantly. Eleven days after implant, the patient felt stimulation in the right cheek at 5.9v on program 3 and symptom control was not 50 percent or better. The patient changed to program 4 at 6.1v and could feel it in the right cheek as well. Then the patient changed to program 1 at 6.4v and felt it in the bicycle seat area. The patient would try to see if the stimulation would help with their symptoms. The patient checked the settings again and was on program 4 at 6.4v. They were going to leave it there. Later that day, stimulation was too high on program 4 after having increased to 7.0v. The patient lowered to 6.8v and now did not feel stimulation very much and just felt it a little on the right side. Stimulation was too high the next day and stimulation was in the wrong location. The patient felt stimulation in their butt cheek, but verified this would be in the bicycle seat area. The patient initially felt stimulation and knew when they had to go to the bathroom. The patient changed to program 1 and decreased from 5.3v to 5.0v. The patient had no falls, no trauma, and no medical procedures. The patient was crying because they did not understand how the therapy and patient programmer worked. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0un06, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).